Event description:
It was reported that the customer experienced high blood glucose readings of nearly 599 mg/dl. Customer's blood glucose readings at the time of the call were 300 mg/dl. Customer reported symptoms of feeling lethargic, having mood swings and an upset stomach. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarms were noted in the alarm history, along with a bent cannula. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.